Event description:
A misadministration of radiation has been reported. A series of ten fractional treatment was prescribed. Upon completion of treatment and removal of the balloon, it was noted that the ballon was no longer intact after fraction 6. After it was determined the balloon deflated, the daily ultrasounds were review by the therapist who typically evaluates the images, but did not for this patient, and it was obvious to the therapist that there was a problem with the balloon at fraction 6. If this therapist had seen the ultrasound during treatment, the case would have been aborted prior to the next fraction being delivered. The doses were recalculated and the tissue dose was 40% higher than prescribed. The adjacent skin dose was calculated to be 266 cgy ratheter than 175 cgy as originally calculated because of the device failure.